Manufacturer narrative:
G4 - PMA/510(k) #, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The device history record was reviewed and was confirmed that there were no anomalies noted. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Functional test revealed that there was a leak observed at inflation line-trach body connection and a damage was present on the end of the inflation line bond. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that upon insertion a leak was discovered. The leak was found at the top of the tracheostomy tube after removal. There was patient involvement but no patient harm.